Event description:
It has been reported to co that during the procedure the balloon of this device failed to inflate. Reportedly, when the device was removed it was noted to have no contrast within the balloon, however, blood was detected inside. There is no report of pt injury. The device is being returned for co's analysis.